Event description:
Patient reported through regulatory agency "recall", "pain", "hardened", "changes in breast shape" and "capsular contracture baker grade iii", "discomfort", "visible deformity" and "limitation in daily activities". This record is for the left side. Device remains implanted. It is unknown if device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Previous medwatch submission noted capsular contracture baker grade iii. Upon further information, allergan has determined that this record is a duplicate record. Please see cn-130935 as the operating record related to this complaint.